Event description:
It was reported that half a year after implant, the patient experienced either no stimulation or very painful stimulation. Impedance measurements showed all combinations with electrodes 9 through 15 were above 10,000 ohms. Intraoperative measurements showed various impedance results. The extensions were replaced, but impedance values were still above 10,000 ohms. The lead was changed and impedance values were ok. It was reported that there was no injury, and the patient was doing well and very satisfied with the stimulation.

Manufacturer narrative:
Analysis of the lead model 39286-30, serial unknown, found no anomaly. Continuity was acceptable when tested in a saline solution. Analysis of the extensions model 37081-40, serial (B)(4), and (B)(4), found no anomaly. Continuity was acceptable when tested in a saline solution.

Manufacturer narrative:
(B)(4). Lead: model 39286-30, lot# unknown, implanted: 2011, explanted: 2012 (B)(6); extension: model 37081-40, serial# (B)(4), implanted: 2011, explanted: 2012 (B)(6); extension: model 37081-40, serial# (B)(4), implanted: 2011, explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.